Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation an unknown substance was found leaking. Based on the investigation details, the likely cause was the e-box and problems with a loose wingnut and front ring.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, an unknown substance was found leaking from the device. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.